Event description:
It was reported to philips that the system turned black during use, which could impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing diagnosis for coronary procedure. The procedure was completed before the system failed at the time of event. The philips remote service engineer (rse) examined the system remotely and confirmed that the system turned black during use, which could impact imaging. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that suite pc was not booting due to power issues. To resolve the issue, fse replaced the suite pc. The defective part was sent for analysis, for suite pc malfunction was observed and the failed component was found to be power supply unit. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete as planned using the same system with no or minimum delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.